Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window and a cracked reservoir tube lip. The pump was unable to prime during the prime test due to a loose/protruded drive support disk. The pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the idle current, run current, self-test, off no power, unexpected restart, displacement and rewind tests. Unable to perform the occlusion or excessive no delivery alarm tests due to the prime anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that drive supports cap was damaged. Customer reports that drive support cap was sticking out. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.